Manufacturer narrative:
The insulin pump was received with several a47 alarms found at the alarm history file. A47 alarms due to a corrupted history file however; the insulin passed self test and displacement test. The insulin pump has cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads, minor scratched display window and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that he had a displayable history check failed on startup alarm on the insulin pump. Customer ended up getting the alarm again. Customer stated that he just changed out the infusion set. Customer reported that he hasn't used the pump in a couple of days and then he received the alarm. Customer was able to clear the alarm. Customer stated that the units start to count up but it doesn't do anything else. Customer's blood glucose was 257 mg/dl at the time of the incident. Customer stated that his basal rates and bolus wizard settings were still in the pump. The pump was stored without a battery and the alarm did not occur during normal use. It was explained that this is normal pump behavior. Customer was advised that the insulin pump will need to be replaced when he receives his second displayable history check failed on startup alarm.